Manufacturer narrative:
H11: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (component code, investigation findings, investigation conclusions). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a device malfunction. Occurred due to procedural factors, including difficulty seating the valve due to small aortic root and low coronary arteries. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10 additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through medical records, it was learned that during the implantation of a 21mm 3300tfx aortic valve, the patient's left coronary ostium was obstructed. The patient underwent CABG x1 while on bypass with no complication. Per medical records, the patient underwent redo avr utilizing a 21mm 3300tfx aortic valve with aortic root enlargement. Of note, the patient had small aortic root with low coronaries. After device implantation, the surgeon had difficulty to see the left main coronary ostium. The decision was made to perform CABG x1 with svg to lad. The patient weaned off cpb without difficulty. The patient tolerated the procedure well with no immediate complications. The patient was discharged pod #32.